Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used during an esophagogastroduodenoscopy (egd) procedure in the patient¿s stomach. According to the complainant, during the procedure, it was found that the needle was blocked and could not inject epinephrine . The device was removed from the scope and it still would not inject. The procedure was completed with another interject sclerotherapy needle. No visible issue with the complaint device or its packaging was noted prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. 3004145393-2015-00004 . According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.